Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use. Manual compression was then used instead. There was no reported patient injury. The operator had been trained, and no abnormality was found before use. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.